Manufacturer narrative:
Correction: please refer to h6 health impact code. The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of breakage as evident by appearance. The breakage is concentrate at the tip of the device. The shiny and planar breakage patterns are indicative of brittle fracture. The fragmented part of the device was not available for inspection. The device has significant abrasion marks and discoloration indicating abnormal usage. Furthermore, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by frequent and abnormal usage of the device specifically by application of high impact torsional forces leading to breakage as noted in the complaint. If any further information is provided the complaint report will be updated.

Event description:
It was reported that during an extraction of a baseplate, two screwdriver tips broke. The broken screwdriver tips were removed. The case lasted around six hours due to the broken drivers.

Event description:
It was reported that during an extraction of a baseplate, two screwdriver tips broke. The broken screwdriver tips were removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.